Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that heard a loud click and then the surgeon realized that the instrument was broken. He searched for the missing piece; it was inspected by the scrub nurse and confirmed all pieces to instrument were present. The procedure was completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
It was confirmed that the jaws of the item complained about by the customer were broken. Slight changes in the material could be seen at the point of fracture. These show similarities to corroded areas. It was found that one side of the jaw at the distal end of the complained item had broken off. This could have been caused by microcracks in the material, which in turn could have been caused by the heavy use of the item. According to the lot, the article was manufactured in june 2015, which would mean that the article is 10 years old. Therefore, the most likely cause is that the chemical treatment cycles as well as the work cycles affected the instrument, causing the jaws to break due to the force applied during use of the instrument. The event is filed under internal karl storz complaint ID: (B)(4).